Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On the same day of onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient began treatment with an intravenous (IV) injection vancomycin (1 gram, ongoing, frequency not reported) and an IV injection of ceftazidime (1 gram, ongoing, frequency not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
On unreported dates, the antibiotic treatments for the peritonitis were completed. On unreported dates, in the same month as the onset month, the patient was discharged from the hospital, the peritonitis was resolved, the patient was recovered and reportedly ¿doing well¿. Should additional relevant information become available, a supplemental report will be submitted.